Event description:
Patient's condition indicated that there was a possible underinfusion of medication. Device alarmed system error. When inspected, some damage was noted. The device had a loose plunger track and there were cracks around the screw holes of the slide housing causing underinfusion.